Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. The visual evaluation report concluded that the as received components were each visually inspected. The tibial baseplate showed burnishing on the proximal surfaces, as well debris on the surface of the anterior lock region. Some bone and bone cement were adhered to part of the bone contacting surface. Damage was also observed on the stem and edge of the bone contacting surfaces in line with expected damage from instruments during removal. The tibial insert showed slight deformation of the tibial post on the posterior side of the insert as expected after insert disassociation. Damage expected with removal was observed in the insertion/extraction slot. There were signs of irregular damage on the medial region of the anterior side of the locking detail. Signs of biological or bone cement debris were observed on the surface of the anterior region of the baseplate. It is unclear if the insert was sufficiently engaged into the baseplate based on the irregular damage observed on the anterior side of the locking detail. No damage was observed to the locking detail. No material or manufacturing defects were observed in the course of this investigation. The clinical/medical evaluation concluded that based on the documentation and the lab analysis, the clinical root cause of the reported revision was likely multifactorial as imaging was ¿consistent with loosening¿, the tibial component was easily removed, and per the lab analysis, no material or manufacturing defects were observed and it was ¿unclear if the insert was sufficiently engaged into the baseplate¿, as ¿no damage was observed to the locking detail¿ and there was ¿irregular damage observed on the anterior side of the locking detail¿. Additionally, there was ¿some bone and bone cement adhered to the bone contacting surface¿. The patient impact beyond the reported symptoms and revision procedure could not be determined. It was reported that the post-revision knee was ¿quite stable¿. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a tka had been performed on the right knee on 2018, the patient was at work about one month ago, and while sitting down in a chair, out of nowhere had excruciating pain in the right knee. Patient would rest the knee and the pain would start to subside, then walk for a bit, but the pain would quickly return without warning. A revision surgery was performed on (B)(6) 2020 to address the event: the tibial component failed and came loose. The event is ongoing.